Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was observed that the patient had been in an intrinsic atrial fibrillation episode, medication was administered in order to take the patient out of this episode. After this, the impedance measurements lowered. Monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.